Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced blood glucose (bg) of 590mg/dl. The cause of the elevated bg was unknown. Customer administered manual injections to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.